Event description:
Guidant received information that the widow of a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to ask if the device was on the recall list. The patient's spouse feels the device caused the patient's death more than three years ago.